Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the gauge was damaged preventing it from accurately reading the pressure; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery. A 20/30 indeflator was being used to inflate an unknown balloon; however, the gauge meter could not measure the atmospheres even though the balloon was inflating. The 20/30 indeflator was switched for a new unknown indeflator and the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.